Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized for chest pain and dizziness. Unspecified device programming changes were made. Attempts to obtain additional information was unsuccessful. All available information indicates that the device remains in service.